Event description:
Accurx elastomeric device 100/100 leaks fluid where the plastic outer shell meets the soft outer vinyl layer and the inner elastomeric bladder, at the base of the device. The pt infused the amount left in the device, resulting in a lower than prescribed dose. A break in the closed system represents an infection risk. The pt has had two weekly deliveries with defective product. Accuflo 100/100s were not available from b braun, thus our change to the accurx 100/100. We changed to the accuflo 50/50 in response. Our distributor, (B)(4), was made aware of the device failure. Dose or amount: amikacin 1g; frequency: q24h; rote: IV. Dates of use: (B)(6) 2013. Diagnosis or reason for use: pulmonary infection. Event abated after use stopped or dose reduced: yes.